Event description:
The pt has gestational diabetes and was obtaining blood glucose results on the suspect device over 140mg/dl. Pt's doctor advised the pt to go to the hosp. At the hosp the suspect device read 113mg/dl and pt was given 28 units of insulin and admitted. A lab draw was performed and the result was 76mg/dl. Pt was not on diabetes meds prior to the visit to the hosp.